Event description:
The patient reported that the implantable neurostimulator (ins) eroded and ruptured their skin as of 3 months prior to lead and implantable neurostimulator (ins) replacement on (B)(6) 2016. It was stated that the healthcare professional (hcp) even tried to do a skin graft. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.